Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the physician applied force in an attempt to remove the device. It should be noted that the perclose prostyle instructions for use (IFU), states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an supraventricular tachycardia ablation interventional procedure using an 8f sheath. Reportedly, after deployment, the lever was closed to retract the foot of the device and an attempt was made to withdraw the device; however, it was stuck. Attempts were made to open and close the foot with the lever and it appeared under ultrasound that the foot had closed. Another physician came in and was able to pull the device out of the anatomy with some force. Upon removal, it was noted that there was some tissue in the foot of the device and it was partially open. Another prostyle device was used to achieve hemostasis. There was no treatment other than the additional prostyle device for the tissue damage and to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The patient effect tissue injury listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices.